Event description:
Edwards has learned that the reason for explant was due to calcification leading to stenosis. The patient's outcome was reported as "discharged."

Manufacturer narrative:
Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without return of the device to edwards for analysis, the clinical observation cannot be confirmed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards has learned that a 25mm aortic pericardial valve was explanted after an implant duration of approximately six (6) years and ten (10) months due to unknown reasons. The explanted device was replaced with a 25mm pericardial valve. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without return of the device or additional information, we cannot determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.